Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre sensor and fs libre sensor kits were reviewed and the dhrs showed the fs libre sensor and fs libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported receiving erratic readings on their adc freestyle libre sensor. Customer reported receiving readings of "lo" (less than 20 mg/dl), and 400 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
Customer reported receiving erratic readings on their adc freestyle libre sensor. Customer reported receiving readings of "lo" (less than 20 mg/dl), and 400 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Sensor plug was returned and was seated in the mount. Data was extracted using approved software, sensor was found to be in sensor state 6 (indicating abnormal termination). Sensor state 6 did not occur before the reported complaint, it was observed at the time of the investigation. The sensor was reprogrammed, and data was attempted to be extracted two additional times, however the sensor remained in sensor state 6. Adc was therefore unable to perform further testing related to the erratic readings issue reported by the customer. A separate investigation into the abnormal termination (sensor state 6) was performed (which was noted to have occurred at the time of investigation and was not part of the customers original complaint). It was observed that the sensor was in state 6 with event code 11 (which correlates to low battery voltage) and the sensor was observed to have terminated on the body. The sensor was de-cased and corrosion was found, therefore the abnormal termination was attributed to corrosion. The customer did not return the associated libre reader, therefore a DHR (device history record) review was performed for the serial number reported by the customer and the review showed that the libre reader passed all tests prior to release.section d (expiration date) was updated based on DHR attachment. Section h-4 (device mfg date) has been updated based on the returned product download.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. The sensor is designed to report readings of 40 mg/dl to 500 mg/dl. It should be noted that this sensor does not give numeric value for readings less than 40 mg/dl. A "lo" display message indicates a reading less than 40 mg/dl. The device manufacturer date for the reported sensor is unknown. The date entered is the date of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc freestyle libre sensor. Customer reported receiving readings of "lo" (less than 20 mg/dl), and 400 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.